Event description:
A save to disc was returned and analyzed and tested out of specification. The reported event has been submitted on the right ventricular (rv) defibrillation lead of oversensing and the patient receiving shocks. Both rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based on lead analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary product ID# 4968-35. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant products: product ID d384trg, implanted: (B)(6) 2012; product ID 6937-35, implanted: (B)(6) 2012; product ID 4968-35, implanted: (B)(6) 2012. (B)(4).